Event description:
A customer reported there was no irrigation when the footswitch was activated. The system was switched out and the case was completed. There was no pt impact reported.

Manufacturer narrative:
A company service rep examined the system. The footswitch was cleaned and lubricated. The system was then tested and met all product specs. (B)(4).